Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient for approximately 3 months. According to the complainant, when the stent was attempted to be removed, the stent broke. It was reported that resistance was met, however, weak force was applied by the physician. The physician was able to remove the stent using forceps. The stent was found to be stretched. The patient was reported to be in "good" condition at the completion of the procedure.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The device has been received, however, an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient for approximately 3 months. According to the complainant, when the stent was attempted to be removed, the stent broke. It was reported that resistance was met, however, weak force was applied by the physician. The physician was able to remove the stent using forceps. The stent was found to be stretched. The patient was reported to be in "good" condition at the completion of the procedure.

Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed that the condition of the returned unit was consistent with the complaint incident that the stent was broken. The stent was noted to be calcified. It is likely that extreme force was applied to the stent while trying to remove it from the patient. The stent was not brittle and felt like it would take a large amount of force to pull it apart. Given that the cause of this device failure was probably due to being held in the patient by calcified residue, the cause has been determined to be operational in nature. Therefore, the most probable root cause for this event is determined to be operational context.